Event description:
Reason for report: adverse reaction, side effect, injury, toxicity, or sensitivity reaction that is attributable to the device. This pacemaker operated at magnetic rate with no magnet applied, in the pt's home, the physician replaced the pacemaker (invasive procedure). The explanted pacemaker did not demonstrate this problem when returned for analysis. The replacement pacemaker (model 4004) also operated at magnetic rate, in the pt's home, but operated normally in a physician's office. The pt's physician attributed this to electromagnetic interference from high tension wires 100-120 yards from the pt's house, possible augmented due to a steel taylor back brace worn by the pt. The co does not plan to undertake corrective action at this time. This effect occurred in only one pt, out of 3911 opus, 4072 chorus, and 887 opus rm and chorus rm pacemakers implanted in the united states, all of which use the same hardware to detect magnet application. Labeling describes potential complications including reversion to standby mode or failure related to electromagnetic interference. It should be noted that submission of this report does not constitute an admission that the MFR (ela medical, s.a.) Or product caused or contributed to the event.